Manufacturer narrative:
Additional information was received on march 9, 2022. The explant was rescheduled to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 10, 2022. The explant surgery was cancelled. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 595cc mentor memorygel breast implants experienced bilateral baker grade IV capsular contracture post procedure. The capsular contracture was diagnosed through a physical examination. As a result, explant is planned for (B)(6) 2022. See 1645337-2021-09516 for contralateral prosthesis report.